Event description:
It was reported that the gray connector in the basin of the endoscope reprocessor was broken. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate, and service the device. The fse found the spring in the gray connector was missing. The fse replaced the gray connector. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents¿ while a definitive conclusion could not be determined, investigation believes that applied stress to the device caused the reported failure. Because the spring was confirmed missing during the device evaluation, it is believed that user applied stress to the connector toward the loosening direction caused the failure. Another possibility is that the connector was hit by something hard while in use. Olympus will continue to monitor the field performance of this device.